Manufacturer narrative:
The subsidiary quality engineer was unable to duplicate the reported issue. H3: evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, after the main power switch to the central control monitor (ccm) was turned on, and the perfusion screen was selected, the ccm seemed to have frozen up. The malfunction was cancelled when they rebooted the ccm. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.